Event description:
It was reported that the gastrointestinal videoscope had no picture and black screen. The issue occurred during upper endoscopy diagnostic procedure while the patient was under sedation. The intended procedure was completed using a back up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.